Event description:
Image processing algorithm used in senoscan sw versions 4.0.7, 4.0.8 or 4.0.9.1 can potentially eliminate breast tissue close to the skin line if the tissue is dense. Three complaints have been received by fischer imaging regarding this issue.